Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: extrusion. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side extrusion. Healthcare professional additionally reported hematoma. Device has been explanted.